Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device, there was no display on the front panel of subject device for several times. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the previous similar case, omsc surmised that the reported phenomenon attributed to the accidental damage of the pressure sensor on the main circuit board of the subject device. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. If additional information becomes available, this report will be supplemented.